Event description:
The customer contact reported the pt received less IV medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of iron. No specific programming parameters were provided. The customer contact indicated that "the pump debit was slower than the programmed rate." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. Therapy was resumed via gravity. Though requested, no additional information was provided including specific event details.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The technology of the plum 1.6 list # 02507 does not contain a pump history that provides past programmed settings. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).